Event description:
In 2008, the pt reported that he is experiencing air bubbles in his insulin cartridge about 1 hour after insertion into the infusion device for 2 months. The proper technique was reviewed with the pt and no issues were found. He stated that he has tried using cold and room temperature insulin and the bubbles continue to form. He also stated that he switched to his backup infusion device and continued to experience air bubbles. Replacement insulin cartridges were sent to the pt. Upon follow up on nine days later, the pt stated that he received the replacement insulin cartridges and he continues to experience air bubbles. The pt reported air bubble issues since early 2007 with three different infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The insulin cartridge was requested to be returned for eval.